Manufacturer narrative:
Investigation is ongoing. The device has been discarded at the hospital.

Event description:
As reported from japan by our edwards lifesciences affiliate, during a transfemoral transcatheter aortic valve procedure with a 20 mm sapien 3 ultra resilia / commander kit, a 14 fr esheath+ was inserted into the right femoral artery without resistance. Balloon aortic valvuloplasty was performed uneventfully. During insertion of delivery system, resistance was encountered over the entire length of the sheath. The delivery system with the crimped valve passed through the sheath against resistance. The valve was successfully deployed. After sheath withdrawal, angiography revealed a dissection in the right common iliac artery to external iliac artery. A stent was placed in the dissected area. It was noted that the liner of the removed sheath appeared unexpanded. According to the operator, it was unclear if the resistance was attributed to the unexpanded liner or the narrow vessel. The access vessel minimum luminal diameter (mld) was measured 5.5 mm, and there was a kink in the abdominal aorta.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided for review and the following was observed: tortuosity and calcification are present in the patient access vessel (right side). Stretching noted on the liner. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The resistance advancing the delivery system through the sheath and subsequent injury was confirmed per evaluation of the returned imagery. However, no manufacturing nonconformances were identified during evaluation. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imagery review, tortuosity was observed in the patient's right access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per imagery review, calcification was observed in the patient's right access vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated difficulty advancing the delivery system through the sheath. To address the issue, a corrective action preventative action (CAPA) was previously initiated to drive corrective actions.